Event description:
It was reported that during an unknown procedure, there was difficulty of part seizure of and failure of clipping line, requiring preparation of colostomy bag manually with conventional suture without damage to the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.